Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. Access was obtained through the left femoral artery. The 99% stenosed lesion was located in a calcified and moderately tortuous proximal right superficial artery. The physician advanced the 1.5mm x 20mm x 143cm sterling es mr balloon to the lesion and inflated it to 6atms for 30secs. The physician moved the balloon proximally and performed the second inflation to 3atms and the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.